Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported missing flow directional sticker. Visual inspection found the direction of flow label was missing. The label was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a missing flow directional sticker. There was no patient involvement associated with this event. No additional information is available.